Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the top case chipped and cracked in the corners and the right plunger case was cracked. The event history log confirmed a ¿check syringe plunger sensor¿ error message occurred. Functional testing was able to replicate the reported issue; the plunger head flippers were not working as intended and did not snap back down. The root cause was determined to be contamination on the plunger head flippers. The left plunger case, right plunger case and all plastic parts were replaced and the device was cleaned, greased, and calibrated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a plunger sensor error. The event occurred before infusion. There was unknown physical damage reported. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.